Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1gg5c, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
A manufacturer representative (rep) reported that upon opening the pocket during stage one position saw that the outer covering of the lead had pulled away from the electrode portion of the lead. The rep stated that exposed the wiring underneath the outer covering. The rep noted there were no diagnostics or trouble shooting performed. The rep stated a new lead had to be placed and the issues was resolved at the time of the report. It was noted the lead was explanted on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
(B)(4) was returned on (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) on (B)(6) reported the healthcare professional (hcp) pointed out the issue to them in surgery. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Analysis of the lead model 3889-28 lot # va1gg5c. Showed no significant anomalies. The outer insulation was separated at the butt joint 1.7 cm from the proximal end and the outer covering of the lead had pulled away from the electrode. This was reported as being consistent with explant damage. It was noted the lead was cut/segmented 2.8 cm from the proximal end and the conductor coils were stretched and crushed. Suspected body fluids were observed in the lead. Electrical testing of the lead showed the continuity was acceptable (complete) and no shorts between circuits were seen. If information is provided in the future, a supplemental report will be issued.